Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 2 ml of juvéderm volux. Patient "presented etip [late intermittent and persistent edema], patient complained of pain and discomfort in the mentual region, when the acid was drained, yellowish content came out, with a granular appearance, apparently with remnants of the product and in large quantities." Patient was treated with hyaluronidase and prescribed on the day phenergan 25mg, dexamethasone 8mg, cefadroxil 500mg 7 days, predsin 40mg 5 days. A panoramic x-ray was ordered to rule out an infectious process originating in the tooth, and a vitality test was carried out on the lower teeth, with positive results for all. Symptoms has resolved.